Manufacturer narrative:
Additional information was received on 17-nov-2023. No medical intervention required. Fluroscopy showed that there was no air and the patient had normal monitoring values. No needle product was used with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The bwi product analysis lab received the device for evaluation on 05-dec-2023. The device evaluation was completed on 12-dec-2023. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported after gaining access to the left atrium, leakage was detected when removing air from the sheath prior to contrast administration. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone (e1): (B)(6) manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and there was a hemostatic valve leakage. It was reported after gaining access to the left atrium, leakage was detected when removing air from the sheath prior to contrast administration. Fluoroscopy confirmed that no air was introduced to the patient. The patient¿s vitals were not impacted by the issue. The procedure was continued by replacing the sheath with a new one. It was noted that the hemostatic valve itself was not broken. It was suspected that the issue was possible occurred because the catheter was not inserted straight. The patient has not exhibited any neurological symptoms since the procedure was completed. There was no patient consequence.